Manufacturer narrative:
Device was monitored with multiple boluses, bolus function and recorded properly. No blank display during bolus set up noted. No moisture damage found on keypad trace, electronic assy, motor and battery tube. Device received with cracked at battery tube thread. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display after the customer programmed a bolus. Customer's blood glucose was 462 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.